Event description:
The customer observed elevated alinity I stat high sensitive troponin-I generated from alinity I processing module. The customer believes that the troponin was false positive and provided the following data: the patient with a recent history of elevated troponin was retested on (B)(6) 2025 with lot 72475ud00 and the troponin I result generated was 2602.6 pg/ml the patient was hospitalized in cardiology department to evaluate cardiac impact. Evaluation included complete workup with a cardiologist, with numerous parameters tested, including numerous viral and bacterial serologies. All tests that were performed were reportedly normal. The customer provided information on further laboratory testing performed: on (B)(6) 2025 sample ID (B)(6) troponin t (roche platform) generated a result of < 0.013 ng/l and cpk-mb result was 1 ng/ml (cerba laboratory) on (B)(6) 2025 sample ID (B)(6) (serum) troponin t generated a result of 5 ng/l (inovie prolab laboratory). The myoglobin was normal. Patient information: the patient is a 69-year-old female with a history of vitiligo and a thyroid condition that is likely autoimmune and is currently being treated. The patient was recently diagnosed with breast cancer. The troponin was ordered as part of a routine pre-chemotherapy assessment. The customer reported that there was a delay in the patient¿s chemotherapy. Chemotherapy was scheduled to start on (B)(6) 2025 but began on (B)(6) 2025 (approximately 13 day difference). There was no further impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08p13-24 that has a similar product distributed in the us, list number 4z21, with 510k/PMA/bla number k202525.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review for the complaint lot did not identify any issues. A review of tracking and trending did not identify an increase in complaints for the alinity I stat high sensitive troponin-I and did not identify an increase in complaint activity for the complaint lot. The overall performance of the alinity I stat high sensitive troponin-I reviewed using field data from customers. The review of field data determined the median patient results for lot 72475ud00 was within the established limits. Labeling was reviewed and was found to address the customer reported event. Based on the available information, no systemic issue or deficiency was identified for the alinity I stat high sensitive troponin-I reagent lot numbers 72475ud00 and.

Event description:
The customer observed elevated alinity I stat high sensitive troponin-I generated from alinity I processing module. The customer believes that the troponin was false positive and provided the following data: the patient with a recent history of elevated troponin was retested on (B)(6) 2025 with lot 72475ud00 and the troponin I result generated was 2602.6 pg/ml the patient was hospitalized in cardiology department to evaluate cardiac impact. Evaluation included complete workup with a cardiologist, with numerous parameters tested, including numerous viral and bacterial serologies. All tests that were performed were reportedly normal. The customer provided information on further laboratory testing performed: on (B)(6) 2025, sample ID (B)(6) troponin t (roche platform) generated a result of < 0.013 ng/l and cpk-mb result was 1 ng/ml (cerba laboratory). On (B)(6) 2025, sample ID (B)(6) (serum) troponin t generated a result of 5 ng/l (inovie prolab laboratory). The myoglobin was normal. Patient information: the patient is a 69-year-old female with a history of vitiligo and a thyroid condition that is likely autoimmune and is currently being treated. The patient was recently diagnosed with breast cancer. The troponin was ordered as part of a routine pre-chemotherapy assessment. The customer reported that there was a delay in the patient¿s chemotherapy. Chemotherapy was scheduled to start on (B)(6) 2025, but began on (B)(6) 2025 (approximately 13 day difference). There was no further impact to patient management reported.